Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that since "about a week and a half ago" patient has been having trouble charging the implant. He had been taking battery pack out to reinsert, and then yesterday "it charged my implant to 50 percent and then it just stopped" and then started seeing an error code, and they said this screen was "9-8110-d0n2 - l" but I don't know what this code meant. Troubleshooting was unable to be performed as patient has already tried taking battery pack out and reinserting. Patient has moved to (B)(4), and since repair department cannot ship outside of us, patient¿s hcp said they can accept the package and the patient would have to pick it up there, but they cannot ship it to (B)(4). The patient was told he has 2 options. 1- we can ship the recharger to his hcp office and he can pick it up there 2- he can locate a family/friend in us that we could ship recharger to, and they could then re-ship to him in mexico. The patient further reported that his "pain has been getting worse due to the wintertime" and says he is going to have "this thing taken out". He says the pain is due to musculoskeletal issues and this started "when the wintertime started here in october". The patient said that ¿he had musculoskeletal issues and gets pain when it gets cold.¿ troubleshooting was unable to be performed. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included musculoskeletal issues and gets pain when it gets cold. Additional information received reported the patient was ¿having trouble charging¿ and that they were ¿having to reset the controller often. The patient planned to retrieve ¿all new equipment¿ (a new patient controller and recharger telemetry module) from their healthcare professional (hcp) office in an effort to resolve the issue. There remained no further complications reported or anticipated. Additional information reported that it was the 4th time the device malfunctioned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their equipment stopped working/would not charge. The internal battery would not do anything. They further explained that they received the new controller and recharger therapy module and every time they would go to recharge the ins they would have to reset the controller (take the battery pack out) before they could get it to charge the ins. They stated the replacement devices continue to be defective and it's obvious to them that something wasn't working correctly. They requested a call back. Patient services was contacted to request a call to the patient as additional troubleshooting appears to be needed. The patient stated that they were not handling the controller incorrectly. Currently the equipment was working and the patient was okay with resetting the controller, they "can work around it". They don't want anything done at this time.